Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg label had no expiration date on it. The following information was provided by the initial reporter: "pet owner stated, expiration date is missing and wanted to know if syringes where still good to use. She wants to donate them a friend of hers who has a diabetic dog. Stated, some of the product was used. Stated, she purchased the box in 2011. She could not locate lot on bag or box. "

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch number being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg label had no expiration date on it. The following information was provided by the initial reporter: "pet owner stated, expiration date is missing and wanted to know if syringes where still good to use. She wants to donate them a friend of hers who has a diabetic dog. Stated, some of the product was used. Stated, she purchased the box in 2011. She could not locate lot on bag or box. ".